Manufacturer narrative:
Reported event: an event regarding trunnionosis at the head/stem junction involving a metal head was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as no product was returned for evaluation. Clinician review: no medical records were received for review with a clinical consultant. Device history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the event itself could not be confirmed and exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, pre and post operative x-rays, operative reports as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Device not returned.

Event description:
It was reported that the patient's right hip was revised due to a malpositioned shell and trunnionosis at the head/stem junction. Surgeon reported shell malposition occurred at implantation and that there are no allegations against the shell. No black tissue was noted in the patient. A 56mm tritanium shell with three screws, liner, and 36 +5 v40 lfit head were revised to a trident ii 64mm shell, mdm/adm liner construct, and 28 +4 biolox head.